Manufacturer narrative:
Post-operative pain and implant migration are listed in the device instructions for use (IFU) and in the procedural technique guide as known possible adverse effects associated with use of the system. Benvenue completed investigation of the returned implant; however, the root cause could not be definitively determined. There were a number of factors that may have contributed to the event, such as unlocked implant, inadequate posterior fixation, and potential under-sizing of the implant. A review of the lot history could not be completed due to unknown product lot number. Based on the investigation and information provided, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
On (B)(6) 2019, benvenue became aware of an explanted luna implant returned to benvenue on (B)(6) 2017. Images from index surgery were not available for investigation. Per former benvenue distributor, the cage may have backed out and gave patient pain. A revision surgery was performed via an alif approach.